Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that the tsb45 instrument does not fire completely. Another instrument was used to complete the case. There was no consequence to the pt.